Event description:
One of the stopcocks in the triple stopcock in walrus primary IV set (w 20531). Cracked with propofol anesthetic connected to it, causing the propofol to leak out and the pt not to receive the anesthetic.